Event description:
My freestyle libre sensor 3, which has been displaying very low glucose readings. Due to these inaccurate readings, I felt compelled to consume additional sugars, which unfortunately led to an increase in my blood sugar levels.